Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on (B)(6) 2021. Device evaluation summary: a manufacturing record evaluation was performed for the finished device number 6889759, and no non-conformances were identified. During visual evaluation no apparent damage or visual anomalies were observed on the returned device. Leak testing was performed, in accordance with mentor procedures, and no leak sites were detected during the analysis. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: cutaneous contour deformit. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female who underwent primary breast augmentation with a 255cc mentor memorygel breast implant experienced right sided rupture post procedure. Mammography, ultrasound, and a physical examination were used to determine the device had ruptured. Additionally, imaging revealed a contour deformity of the left implant. As a result, the patient underwent bilateral removal and replacement with 275cc mentor memorygel breast implants on (B)(6) 2020. The right sided rupture was reported initially under 1645337-2020-13820 on (B)(6) 2020. On (B)(4) 2021 mentor received additional information and initial awareness of the left sided contour deformity. This report relates to the left prosthesis.